Event description:
Meter was reading a not ok message while attempting to test their blood sugar. The pt was unable to test for the past two days. Pt was experiencing symptoms of dizziness, spots in their vision, and felt hot. The pt in 2004, was walking outside and pt fell. Their neighbor called the paramedics and when they arrived they tested their blood sugar on their meter. The result was 414 mg/dl. Pt was taken to the hospital where pt was given an IV with insulin. The normally takes metformin twice daily. Pt continued to take their medication while unable to test. Had pt known their blood sugar was high, pt would have called their physician for advice. Based on the info provided, there is evidence of meter malfunction; the issue was not resolved with troubleshooting. There is also evidence of the meter contributing to a serious injury. The pt was experiencing high blood sugar symptoms and was unable to test their blood sugar; this led to a delay in necessary treatment. The meter is being replaced for the pt. No further info has been reported.